Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an error displayed on the programmer at boot up. The programmer has been returned for repair. There was no patient involvement.